Event description:
It was reported that the right atrial (ra) lead was exhibiting over-sensing of noise. Atrial lead dislodgement was noted. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.